Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a replacement pump, and the pump was working as intended. Reportedly, when requesting a bolus delivery, the customer did not agree with the bolus calculations. The contact confirmed with tandem technical support that the profile settings of the replacement pump matched the settings of the previous pump. The customer reported a blood glucose level of 356 mg/dl, which was addressed by delivering a bolus request of 1.72 units. The clinical diabetes specialist (cds) followed up with the customer and went through several checks and determined that the pump bolus calculations were correct based on the carbohydrate and blood glucose values that were entered onto the pump.